Event description:
The sheath was inserted before intervention, and was very difficult to insert due to scar tissue from multiple studies and/or surgeries. Procedure went good and stent was placed. When the procedure was complete, the sheath was to be removed. Resistance was experienced greatly and great force had to be applied to remove the sheath. When it started to come out finally, the material unravelled and the contents in the sheath were exposed. About seven inches of the sheath was left in the pt's groin. Pt was taken to surgery, where a cut down was performed to remove the remaining piece of sheath. Extensive follow-up has been maintained and the pt is recovering well.